Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited loss of capture. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement and no capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region which is consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying toque directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures. No anomalies were found.